Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this introducer, there was a back flow of saline from sheath lumen during thermodilution for cardiac output measurement. This caused a loss of medication and an increase of blood pressure which lasted from 8 to 10 minutes. The patient recovered without incident. Patient demographics requested but not received.

Manufacturer narrative:
Our product evaluation laboratory received one hemostasis-typed introducer . Leak testing was performed with and without a laboratory sample 7.5f catheter inserted and leakage was observed with the catheter. The introducer valve internal components were examined and the edge of the inner diameter were rough on the wiper gasket. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Report of leakage from the hemostasis valve was confirmed. An investigation has been initiated to assess any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to perform the procedure, to consider the potential benefits in relation to the possible complications. In this case, inotropic medication back flowed and the patient¿s blood pressure increased due to a loss of medication. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.